Event description:
On (B)(6) 2009, the patient reported receiving an e10 (cartridge) error while changing the insulin cartridge. She stated that while the piston rod of the infusion device was retracting it "did not sound like it usually does" and e10 was displayed again. She inserted a new battery and attempted to perform the change cartridge procedure and e10 was displayed again. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.